Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash under the lifevest in front of his body and right side where the electrodes sit. The rash was described as uncomfortable, raw skin, and painful. The affected area in front was reportedly the size of the electrode and the one on the side was smaller. The patient consulted his cardiologist and was advised to remove the lifevest. The patient reported that his skin was better after he removed the device and applied some lotion.